Event description:
Follow-up confirmed the doctor electively chose to explant and replace the patient's ipg due to the age of the device. There was no true deficiency related to the patient's ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced due to being deemed near end of life.